Event description:
It was reported that a user¿s dexcom g6 continuous glucose monitoring transmitter would not pair with the ilet but did pair with the dexcom mobile app; the user had installed a new g6 transmitter and sensor, and troubleshooting identified that the transmitter code entered in the ilet was incorrect, which was corrected during the call. Symptoms included no clinical symptoms. Outcomes included no impact beyond temporary loss of cgm data to the ilet. Investigation included device use history review and guided troubleshooting to verify transmitter code accuracy and pairing steps. Investigation of this case revealed an incorrect transmitter identification code entry that prevented pairing between the cgm transmitter and the ilet, consistent with use error; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that user error due to incorrect transmitter code entry was the cause.